Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing assy, helium reservoir. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the part with a reported unit failure fill valve test failed. The fat dept. Performed visual inspection of this part received and the part has multiple scratches due to disassembly. The failure analysis and testing dept. Installed the helium assembly in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Helium reservoir assembly passed the testing. Retained the helium reservoir assembly in the fat department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) failed the fill valve test. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).